Event description:
It was reported that the ilet generated a restart 38 alarm indicating consecutive stalled motor events during a supply change and again displayed unable to proceed during fill tubing despite a restart, a dry run, and removing all supplies. Symptoms included no reported adverse clinical effects. Outcomes included interruption of therapy and the need to replace the device. Investigation included customer troubleshooting guidance and verification of use steps. Investigation of this case revealed recurrence of a motor stall condition consistent with a device malfunction affecting the pump mechanism during the rewind and fill sequence. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the motor drive during infusion setup. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.